Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise with inappropriate auto mode switch episodes. The device was reprogrammed. On (B)(6) 2016 the patient was seen at follow-up and no noise was noted. The patient was in stable condition during and post visits. On (B)(6) 2017 the lead was capped and replaced. No additional information was reported.